Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed . If information is provided in the future, a supplemental report will be issued.

Event description:
Device was returned.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kxce, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0kxce, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that after being adjusted by a chiropractor that all her symptoms returned. X-ray of the lead was completed and showed the lead had moved up into the s3 foramen. When representative stimulated the lead all the patient felt was pocket stim. There were no impedance issues with the lead and the battery life showed 30 months. The lead and battery were replaced and that resolved the reported issues. The devices will be return to manufacturer. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator serial (B)(4), found insignificant anomalies. Passed functional testing. Analysis of the lead lot number va0kxce revealed lead cut/segmented 28.5cm from the distal end. If information is provided in the future, a supplemental report will be issued.